Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device was not working. Only plug was implanted. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. Only plug was implanted. No patient complications were reported in relation to this event.